Event description:
Pd pt reported that while working, they noticed their clothing had become wet at the site of the catheter connection. Reportedly, the transfer set apparently snapped off at the connection end of the safe lock. The pt was placed on a seven day course of keflex with no further problems reported. The sample is available for evaluation.